Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pains") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included congenital anomaly. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("parasthesia in her only arm"), headache ("headache"), fatigue ("tiredness") and urticaria ("urticarial"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, paraesthesia, headache, fatigue and urticaria had not resolved. The reporter provided no causality assessment for abdominal pain, fatigue, genital haemorrhage, headache, paraesthesia and urticaria with essure. The reporter commented: she is on the waiting list for essure removal. Diagnostic results: she is waiting the allergy test the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed 2.270 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pains") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amelia. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("urticarial"), headache ("headache"), fatigue ("tiredness") and paraesthesia ("parasthesia in her only arm"). The patient was treated with surgery (on waiting list for essure removal). At the time of the report, the abdominal pain, genital haemorrhage, urticaria, headache, fatigue and paraesthesia had not resolved. The reporter provided no causality assessment for abdominal pain, fatigue, genital haemorrhage, headache, paraesthesia and urticaria with essure. Diagnostic results: she is waiting for the allergy test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident no lot numbe:r or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.